Manufacturer narrative:
Both of these instances are a result of operator error in identifying the marker locations. No pt injuries or mistreatments resulted due to these occurrences. The use of ddr's allowed the facility to keep from mixing up the markers in the case of pt 1. The following coordinates identify what the initial marker locations were compared with what was recommended and accepted by the facility for pt 2. Coordinates were marked as: marker 1 x,y,z: 0.77, -1.45, -0.18. Marker 2 x,y,z: -0.13, -1.12, 1.84. Marker 3 x,y,z: -1.33, -1.38, 0.17. Target x,y,z: -0.28, -1.62, 0.17. We recommend these distances to be: marker 1 x,y,z: -0.3, -0.9, 1.0. Marker 2 x,y,z: 1.6, -0.5, 0.1. Marker 3 x,y,z: 0.1, -0.7, -1.0. Target x,y,z: 0, 0, 0.

Event description:
Customer reported, that they had strange shift recommendations for two pts. For pt 1, reviewing the data identified they had marked seed 1 as 2, and vice versa. This lead to the strange shift recommendations they received. Utilizing the aid of ddr's, the facility has resolved the issue of mis-identifying the markers for this pt. For pt 2, reviewing the data identified the marking coordinates did not correspond to a standard marking procedure. New coordinates were recommended for this pt and provided to the dosimetrist for evaluation. The coordinates were accepted and the pt was treated successfully.